Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 457 mg/dl. Customer treated their blood glucose with a bolus. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the insulin pump alarmed no delivery during a high pressure test. It was also found the customer declined to check for the presence of leaks and air bubbles on their insulin pump. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.